Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0mm x 40mm x 80cm (5f) sterling otw balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured vertically at the center. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.